Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and left a voice message to report cgm inaccuracy. Dexcom technical support both emailed and left the patient a voice message on (B)(6) 2014 in order to collect additional information. As of (B)(6) 2014 the patient had not mailed or returned the call to dexcom technical support. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.